Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Unable to perform operating current test to verify battery out limit due to unresponsive button. No display anomaly noted. The insulin pump has cracked lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer had unresponsive keypad. The customer blood glucose level was 212 mg/dl. Customer states they had a battery out limit alarm. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided